Event description:
It is reported that the patient faced an issue with the infusion set on (B)(6) 2026 which leads to high blood glucose and was treated by changing the infusion set and pump insulin.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.